Manufacturer narrative:
It was reported that the intubated patient, whom the yankauer suction was used, developed two wounds to the back of mouth about the size of a nickel and approximately 0.3 cm in depth requiring cauterization to control bleeding. It was unknown when the actual injury happened but the bleeding and wounds were noted on (B)(6) 2018. The customer reported issue was not confirmed. A root cause has not been determined. No additional information is available. A sample has not been returned for evaluation however, due to the reported incident and need for medical intervention, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the intubated patient, whom a yankauer suction tip was used, developed two wounds to the back of mouth requiring cauterization to control bleeding.